Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced photophobia, headache and blurring of vision. A diagnosis of a variant of urrets zavalia syndrome with normal iop was made. The patient was prescribed topical pilocarpine eye drops and the pupil returned to normal with unaided visual acuity improving to with absence of photophobia. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Claim: (B)(4).

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. Initial MDR is not applicable. Claim: (B)(4).